Event description:
It was reported that the event involved a post cath lab pt. An intra-aortic balloon (iab) was inserted via a sheath. After insertion, the pump alarmed "showing possible unwrapped, kink catheter and even the monitor showed waveform that there is some resistance." As a result, the perfusionist "put some 30cc air direct to the balloon" during an angiogram. The balloon was found to have "unwrapped and it is working." At this time, the iab was "put back again to the machine." The pump "worked for several minutes, but again it went back to same alarm." The iab was removed and a 40cc iab was inserted. After replacing the 30cc iab with a 40cc iab, the pump worked without alarming. There was no reported pt death or injury. The perfusionist is aware that the 40cc is not the ideal size for this pt however, he stated that "this is emergency case we have no choice."

Manufacturer narrative:
(B)(4). F/u report will be filed if additional info becomes available.